Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified stenting procedure, resistance was encountered and a sheath separation occurred. The location of the lesion was reported as "biliary." It was noted that the procedure was being performed to treat tissue ingrowth of an unspecified 10mm x 6mm stent which had been placed in a previous procedure. The rx wallstent 10mm x 80mm stent delivery system (sds) was advanced to the lesion. However, "severe" resistance was encountered while attempting to deploy the stent. Upon continuing to deploy the stent, the "white plastic part of the outer sheath" separated. The physician was able to retract the outer sheath to successfully deploy the stent. No pt injuries or complications were reported. The pt's status is reported as "good."